Manufacturer narrative:
Additional information was received on 10/03/2024 that the date the sales representative was aware of the event was (B)(6)2024.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation, ventricular fibrillation, ventricular tachycardia, and cardiac arrest could not be definitively determined based on the information available. There was no ivl malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending arteries. The ivl balloon delivered 60 pulses at 4 atm. It was reported that a grade 3 perforation occurred after ivl, and a papyrus stent was placed. The patient then experienced pulseless ventricular fibrillation (v-fib) and ventricular tachycardia (v-tach). Cardiopulmonary resuscitation (CPR) was then administered, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The current patient status is unknown. There was no ivl device malfunction reported.